Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and a33 alarmed during prime test due to moisture damage found on the force sensor resistor also, moisture damage was found on the all electronic assemblies and corrosion on the motor assembly noted. The insulin passed pump self-test, off no power test, a21 error test, displacement test and rewind test. The operating currents are within specifications. The insulin pump was received with minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 123mg/dl. The customer's levels had been as high as 377mg/dl. The customer treated with manual injection. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.